Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate anomalies noted. No unexpected missing segment/partial display anomalies noted. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the motor was louder during rewind and also had no delivery alarm. It was reported that they had unexplained no delivery alarms alarm sound was quite screen darkens in bright sunlight. The insulin pump will not be returned for analysis.